Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("silver metal is embedded within this tissue (left cornu) / surgical device identified in left uterine cornu") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, difficulty breathing, adenomyosis, tonsillectomy, cesarean section, breast operation, peptic ulceration, ovarian cyst, hemorrhoids, anxiety, parity 4, multi gravida, ovarian cyst, pain in hip, headache and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic robotic hysterectomy). Essure was removed on (B)(6) 2017. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: the left cornu region displays a 1.5 x 1.5 cm area of slight softening and gray discoloration. A 0.9 cm long x 0.1 cm diameter coiled portion of silver metal is embedded within this tissue. This coiled portion of metal is grossly consistent with a "essure" contraceptive device. No area of softening or surgical device is identified embedded within the tissue of the right cornu. [Pregnancy test] on (B)(6) 2012: negative [x-ray] on (B)(6) 2017: x-ray of the hip completed on (B)(6) 2017 showed no acute abnormalities quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("silver metal is embedded within this tissue (left cornu) / surgical device identified in left uterine cornu") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, difficulty breathing, adenomyosis, tonsillectomy, cesarean section, breast operation, peptic ulceration, ovarian cyst, hemorrhoids, anxiety, parity 4, multi gravida, ovarian cyst, pain in hip, headache and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic robotic hysterectomy). Essure was removed on (B)(6) 2017. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: the left cornu region displays a 1.5 x 1.5 cm area of slight softening and gray discoloration. A 0.9 cm long x 0.1 cm diameter coiled portion of silver metal is embedded within this tissue. This coiled portion of metal is grossly consistent with a "essure" contraceptive device. No area of softening or surgical device is identified embedded within the tissue of the right cornu. [Pregnancy test] on (B)(6) 2012: negative. [X-ray] on (B)(6) 2017: x-ray of the hip completed (B)(6) 2017 showed no acute abnormalities. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.